Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an abdominal aortic aneurysm in 2001. It is reported that the abdominal aortic aneurysm measured 7.9cm in diameter. The vessel morphology is unknown but there was little calcification noted. The infrarenal aortic neck measured 2cm and had a 40-degree angle with a reverse tapered neck. The common iliac artery diameter was 13-18mm and the left common iliac artery diameter was 17mm and tapered to 12mm. The external iliac arteries measured greater than 7mm. The bifurcated stent graft was deployed from the left side and the physician tried to approach the gate retrograde from the contralateral side but was unsuccessful; therefore, the physician went from the ipsilateral side over the aortic bifurcation and upon advancing the straight sheath catheter from the contralateral side but lost wire placement. The physician inserted a 0.035 inch wire above the stent graft and a rim catheter was inserted into distal segment of the limb of the bifurcated stent graft approximately 2-3cm. After the rim catheter was inserted, a lunderquist wire was advanced. Upon advancement of the lunderquist wire and rim catheter from the ipsilateral side, the physician disengaged the ipsilateral limb of the bifurcated stent graft. It is reported that the physician removed the 0.035 inch wire while advancing the lunderquist wire but the rim catheter "popped" out of the left common iliac artery and pulled the graft out. The decision was made to convert the patient to open repair and remove the stent graft. The physician noted that there was good purchase and apposition at the neck of the graft. No additional clinical sequelae were reported relative to the event and no further information is available. The explanted device will be returned to medtronic ave for evaluation and investigation.